Manufacturer narrative:
The sample is not available for investigation. The lot history could not be reviewed as no lot number was provided. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
The event involve a plum set that unspecified chemotherapy drugs seep from airway. No additional information was provided.